Manufacturer narrative:
B5: upon further follow up, it was reported that blood glucose decreased (sugar level low (low sugar)), fatigue (tiredness), decreased appetite (loss of appetite), hypotension (low bp) and peritoneal cloudy effluent (cloudy pd (peritoneal dialysis) effluent) was resolved. The patient experienced unspecified infection. No additional information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, low sugar level, low blood pressure, and vomiting. The cause of the events were unknown. It was reported that the patient was hospitalized for the events of low blood pressure, low blood sugar, vomiting and abdominal pain. It was reported that the patient was not treated for the events. Pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
B3: it was reported that the patient was hospitalized until (B)(6) 2024. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and h6. B5: upon follow-up, it was confirmed that the previously reported "infection", was peritonitis. At the time of this report, peritonitis was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the patient has recovered from low blood sugar, low blood pressure, vomiting and abdominal pain; however, was recovering from cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported that the patient experienced decreased appetite and fatigue. It was reported that the patient was discharged from the hospital nineteen days after admission. It was reported that the events of decreased blood glucose, hypotension, and cloudy effluent were resolved. Should additional relevant information become available, a supplemental report will be submitted.